Event description:
It was reported that nrg transseptal needle was selected for pulmonary vein isolation. During the procedure, it was mentioned that the electricity did not flow properly and was twisted against the handle when it was removed. Additionally, high impedance was noted on the generator. Thus, the needle was replaced, and the procedure was completed successfully. No patient complication was reported. The needle is not expected to be return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.